Event description:
It was reported that after deployment, the stent was twisted. After the stent was deployed to treat a lesion in the left sfa, a pta catheter could not be completely advanced because the stent was twisted and a section of the stent appeared to be unexpanded. The physician tried to use an inflated balloon to untwist the stent and also tried to crush the stent with a balloon catheter in order to implant another stent, but was unsuccessful. The patient was sent for fem-pop bypass surgery.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has been discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states (B) (4).